Event description:
The customer reported via phone call that they had fluctuating high and low blood glucose. The customer reported experiencing a low of 41 mg/dl and a high of 500 mg/dl on the same day. The customer also reported their blood glucose declined to 40 mg/dl the next day. The customer declined to troubleshoot for their low blood glucose. Customer also reported falling down and bumping their head, prompting the paramedics to be called. The paramedics also treated the customer's blood glucose upon arrival. Customer's insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.